Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The returned instrument was received at the investigation site in its inner and outer blister covered with the tyvek foil, showing the lot information. The instrument was provided in a closed state and shows macroscopic signs of damage, namely that the tube is above the forceps arms. There are signs of surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed that the tube slips forwards. The device was then functionally tested; it was noticed that no actuation of the forceps is possible. The actuation mechanism itself is still in working condition, but the forceps stick in a close position. The forceps can only get opened again by manually pushing down the metal shaft, indicating that the bonding connection between the shaft and stiffening sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the instrument occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during vitrectomy surgery, an ophthalmic forceps tips could not be opened to a wide angle and could not use smoothly. The surgery was completed on the same day by replacing the forceps without any patient harm.